Event description:
A medical doctor reported experiencing "a lot of turbulence," during irrigation/aspiration (I/a). The posterior capsule came forward and got caught in the tip causing a posterior tear. Add'l info was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).